Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change and unannounced meal of milk and yogurt, with blood glucose rising from approximately 150 mg/dl pre-meal to 270 mg/dl. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user counseling to allow the system¿s correction algorithm to address the elevation rather than announcing the missed meal after the fact. Investigation included troubleshooting and user education on proper meal announcement and post-change use. Investigation of this case revealed user error due to a missed meal announcement, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.